Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite attempts using both the original and alternative charging accessories. The battery issue did not adversely impact the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, with updated software, and the customer transitioned to an alternate insulin therapy using multiple daily injections. The customer was instructed on the return of the faulty pump and acknowledged the steps for setting up the new device.